Manufacturer narrative:
Product analysis visual inspection: the device returned with the red locking pin removed the size indicated on the strain relief was 9f 18mm x 120mm. The device returned loaded in an introducer and the stent was partially deployed. The handle was open and there was no missing components and the wire was not detached the blue isolation sheath was removed from the silver retractable sheath the ID of the blue isolation sheath was measured and a 0.109 in pin could fit comfortably into the blue isolation sheath. The od of the silver retractable sheath was measured and it measured approximately 0.1075in the ID of the blue isolation sheath and the od of the silver retractable sheath were both inspec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an abre stent along with 9fr non-medtronic sheath during treatment of fibrous lesion in patients left proximal external iliac vein. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. Embolic protection was not used. No resistance encountered when advancing the device . The thumbscrew/lock-pin was checked for securement prior to procedure and the thumbscrew/lock-pin was removed prior to attempted deployment. It was reported that partial deployment occurred within the patient vasculature and upon deploying the stent, the thumbwheel stopped working, stent was successfully removed from patient in tandem with delivery system without injury/intervention. The device was safely removed from patient. It was reported that a small portion of the struts were exposed upon removal from patient, after removal on the sterile field (outside of patient), staff further deployed stent to half deployment to troubleshoot. No vessel damage was reported. A different abre was then used to complete the procedure. No patient injury reported.